Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, a cause for the white residue could not be established. The most probable cause of the remaining reportable malfunctions was component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited no image, static image, error e216 (scope communication error), and white residue inside air/water cylinder and channel. There was no patient involvement.